Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, a downstream occlusion alarm was not reproduced. A review of the event history log revealed multiple 'downstream occlusion!' Messages, however, the event history log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.